Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an implant procedure to receive a sensor delivery system on (B)(6) 2017. During the procedure, the patient experienced wide complex tachycardia a few minutes after the sensor was deployed. In turn, the patient was given amiodarone intravenously and the delivery system was removed. The patient is presently doing well. It was noted the patient's issue was procedure related. Also, this report is in reference to a clinical study patient.